Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level in the mid 200s (mg/dl). Reportedly, contact believed that the bg level is due to hormonal changes. Customer administered a correction bolus to treat the bg level. System check with tandem technical support indicated pump was performing as intended. Reportedly, customer sometimes uses humalog in the pump cartridges for greater than 48 hours; however, the current pump cartridge has not been in use past labelling. Customer was reminded that humalog insulin was indicated for use up to 48 hours, and recommendation was made to contact their health care provider to discuss diabetes management.